Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced a molding defect -short shots which was noted prior to use. The following information was provided by the initial reporter: hcp found the connection was detached when opening the package.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the hub breaking off with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to the hub breaking off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® blood transfer device holder with female luer adapter experienced a molding defect short shots which was noted prior to use. The following information was provided by the initial reporter: hcp found the connection was detached when opening the package.